Manufacturer narrative:
The customer¿s reported complaint of a pca over infusion was not confirmed during a review of the system logs or during testing. The pca module was received in poor condition with the instrument seal broken. The handle and tube drive were observed in good condition. The lock assembly front label was cracked; however, the locking mechanism was functioning. The barrel clamp was cracked and showed evidence of fluid ingress. The top area of the flange gripper contained significant amounts of white dried residue. The front door was observed with a small crack on the bottom right area, a crack on the front top area and a crack on the front door area adjacent to the barrel clamp. The rear case was cracked on the bottom front left area near the screw insert. The right bottom front area also showed damaged, missing a small piece of the plastic. The male iui connector was noted with a damaged isolation rib between pin 1 and 2. The female iui connector was in fair condition. Log analysis results: results from a review of the logs identified the system consisting of the source pca module s/n 12350474 and pump module s/n 15402703. It is suspected that the profile in use was ¿adult¿. A review of the system error logs showed no records associated to the reported incident. Based on the logs, the pca module had been previously programmed with the medication hydromorphone high; (drugid 353) on 17 dec 2020 at 7:50 am. The parameters consisted of a 2mg pca dose, a lockout time of 15 mins, a continuous dose of 0.5mg/h, a concentration of 1mg/ml and a max limit of 34mg/4h. The infusion rate was 0.5ml/h with a vtbi of 22.2467ml. It should be noted that the user confirmed ¿yes¿ to proceed with each infusion when a soft guardrail pca continuous dose limit alerts for min max limit exceeded for below minimum. A total of 43 doses were requested and delivered between the start of this infusion and when the pca module was channeled off on 18 dec 2020 at 10:20 am. During this period, it appears the syringe was changed out 4 times and the infusion was restored and the infusion was restarted. A calculated total of approximately 98.63mls was infused. Test results derived from functional testing and asm accuracy tests demonstrated the pca module operating within specification. The root cause of the customer¿s experience with an over infusion was not determined during the investigation. No details were provided from the customer regarding the intended infusion parameters . Device history review: a review of the device history record showed the device had a manufacture date of 03/06/2006. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the syringe pump delivered twice the programmed amount of an unspecified narcotic. The customer indicated that there was an unspecified adverse event that occurred. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the syringe pump delivered twice the programmed amount of an unspecified narcotic. The customer indicated that there was an unspecified adverse event that occurred. Although requested, no additional information was provided.